Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Dic [disseminated intravascular coagulation]. Utilized 2 jadas on a patient with approx. 4200cc qbl where jada did not work either time/not able to control bleeding [device ineffective]. Case narrative: this initial spontaneous report originating from the united states, was received from a clinical educator on behalf of physician via dpoc, referring to a female patient of an unknown age. The patient's medical history, concurrent conditions, past drugs, allergies, and concomitant medications were not reported. This report concerns 1 patient and 2 devices. The physician stated that he utilized 2 vacuum-induced hemorrhage control system (jada system) (route, lot#, serial # and expiration date were not reported) for an unknown indication (product used for unknown indication) on a patient with approximately 4200 cubic centimeters (cc) quantitative blood loss (qbl) (also reported as milliliter (ml)) where vacuum-induced hemorrhage control system (jada system) did not work either time (device ineffective). In addition, it was mentioned that the patient had gone into dic (disseminated intravascular coagulation). It was reported that they were not able to control the patient¿s bleeding, hence proceeded to hysterectomy. The availability of vacuum-induced hemorrhage control system (jada system) was unknown. Patient sought medical attention. Upon internal review, the event of device ineffective were determined to be serious as it required intervention. Upon internal review, the event of disseminated intravascular coagulation was determined to be medically significant. Medical device reporting criteria: serious injury.